Event description:
It was reported the patient was prescribed antibiotics for infection four days post-hip revision. Two days later, the patient was hospitalized due to suspected sepsis and presented with fever, gi bleeding, and drainage from surgical site. During hospitalization, patient underwent multiple treatments for infection, including wound debridement/packing procedure, surgical removal of bipolar head, wound debridement and packing procedure, surgical removal of femoral stem with placement of antibiotic spacer, and antibiotic therapy for sepsis, complicated by uti infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, p/n unknown, l/n unknown; unknown cup, p/n unknown, l/n: unknown; liner, p/n unknown, l/n unknown; unknown femoral head, p/n unknown, l/n unknown. The device has not been returned for evaluation at this time. Follow up attempts will be performed by legal. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05833, 0001822565-2017-05835, 0001822565-2017-05836. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported by the patients legal counsel that the patient's right hip underwent a debridement due to infection, sepsis, gi bleeding uti and drainage from the surgical site. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.